Event description:
It was reported that during a vascular procedure, the clips did not hold on the vessel. The tray contains six clips and is composed of two elements: a support containing the six clips and a cover through which the surgeon gets the clips one by one with an applicator. Each time he takes the first clip, the two parts of the tray separate and the five remaining clips fall out. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Cartridge. The analysis results of the cartridge found that it was received with the cover slightly separated from the base with two clips loaded and three loose. The latching feature was evaluated and the one cover tab was noted to be damaged leading the found condition of the cartridge. In order to avoid this kind of issue, it is recommended to insert the clip cartridge into the loading base. Grasp the applier in the box lock area using pencil grip technique. Insert the jaws of the instrument into the individual cartridge slot, making sure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.